Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would restart on and off randomly. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer would restart on and off randomly. The programmer passed functional testing. It was indicated that the power cord was damaged and the system fan was noisy. The programmer was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.